Event description:
It was reported that caller had trouble plugging cable into pump and later reported damage to pump housing around usb port that affected ability to charge, with screws no longer holding surrounding plastic in place and pump no longer watertight, though caller did not know how damage occurred. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on multiple daily injections if necessary, while technical support confirmed warranty and shipping details.